Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics, motor, battery tube and vibrator assembly during visual inspection. The insulin pump received with normal operating currents and passed the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had partially broken reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 120 mg/dl. The customer reported that the device was exposed to pool water. Customer reported that he jumped into the pool with the pump on. The customer stated that the device is vibrating without an alarm or alert and pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that we are sending a replacement pump.